Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Only after repeated reconnections was a stable and complete connection finally established, and the driveline power fault resolved. The cause of the driveline power fault was associated with the damage and corrosion on the driveline connector pins. The cause of contamination and corrosion was not provided. There was no adverse patient effect as a result of the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a modular cable that had outer sheath damage. Due to the defect the cable was replaced. No electrical connection could be established on the first attempt after the replacement. Only after several attempts to reconnect the cable did a connection occur, but with a driveline power fault alarm. Only after repeated reconnections was a stable and complete connection finally established. During the replacement process, significant contamination and corrosion were discovered on two pins of the driveline cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms that were reportedly associated with contamination and corrosion of the inline connector. Review of the submitted image confirmed debris within the inline connector; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted images were reviewed, and an image of the inline connector pins showed some debris within the connector. Although a specific cause for this finding could not be conclusively determined, debris within the inline connector could have caused the reported event due to interference with the connection. Data from the submitted log files was reviewed on the reported event date of 09jul2025. The log files showed that the driveline was disconnected and reconnected multiple times. The driveline power fault alarm was also intermittently activated. It was noted that the driveline power fault alarm was not active for the final captured events. The pump operated at the set speed without issue while the driveline was connected. There were no other notable alarms active in the reviewed log file data. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. B, is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.